Event description:
As reported by the user facility: nurse had difficulty removing catheter, pulled hard, noted that part of catheter remained in patient. Mid twenties, female, labor & delivery patient.

Manufacturer narrative:
Additional information provided to the manufacturer by the user facility indicated that the patient is fine and has suffered no adverse sequelae associated with this incident. It is unknown if any portion of the catheter is still in the patient or not. The patient was sent for floroscopy, CT and MRI all of which did not indicate the presence of any catheter remaining in the patient. The actual device involved in the incident is not available for the manufacturer to evaluate. Without the actual device a thorough investigation could not be performed. No specific conclusions can be drawn.